Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain/pelvic pain") and genital haemorrhage ("spotting") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "when she had the procedure, the right fallopian tube did not take it, so the doctor forced it in.". The patient's past medical history included multiparous. Concurrent conditions included postpartum state. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("no periods"), weight increased ("gaining weight"), joint swelling ("swelling of her ankles, feet and hand"), peripheral swelling ("swelling of her ankles, feet and hand"), malaise ("she was not feeling well"), investigation noncompliance ("did not return for hsg at 3 months"), uterine cyst ("cystic mass endometrium"), discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle") and abdominal pain ("chronic abdominal pain"). On (B)(6) 2016, she underwent surgery to remove essure. At the time of the report, the pelvic pain, discomfort, menometrorrhagia and abdominal pain had resolved and the genital haemorrhage, amenorrhoea, weight increased, joint swelling, peripheral swelling, malaise, investigation noncompliance and uterine cyst outcome was unknown. The reporter provided no causality assessment for amenorrhoea, genital haemorrhage, investigation noncompliance, joint swelling, malaise and peripheral swelling with essure. The reporter considered abdominal pain, discomfort, menometrorrhagia, pelvic pain, uterine cyst and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received- new event pelvic pain, discomfort, heavy and irregular menstrual cycle, chronic abdominal pain and surgery details were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "when she had the procedure, the right fallopian tube did not take it, so the doctor forced it in.". The patient's medical history included multiparous and multiparous. Concurrent conditions included postpartum state, dysmenorrhea and dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("spotting"), amenorrhoea ("no periods"), joint swelling ("swelling of her ankles, feet and hand"), peripheral swelling ("swelling of her ankles, feet and hand"), malaise ("she was not feeling well"), investigation noncompliance ("did not return for hsg at 3 months"), uterine cyst ("cystic mass endometrium"), discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, menometrorrhagia and abdominal pain had resolved and the genital haemorrhage, amenorrhoea, weight increased, joint swelling, peripheral swelling, malaise, investigation noncompliance, uterine cyst, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for amenorrhoea, genital haemorrhage, investigation noncompliance, joint swelling, malaise and peripheral swelling with essure. The reporter considered abdominal pain, discomfort, dysmenorrhoea, dyspareunia, menometrorrhagia, pelvic pain, uterine cyst and weight increased to be related to essure. The reporter commented: trailing coil 3-5 either sides. Discrepancy about essure removal mentioned as per mr : (B)(6) 2017. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received. Reporters information, rcc and medical history were added. Events dysmenorrhea, dyspareunia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "when she had the procedure, the right fallopian tube did not take it, so the doctor forced it in.". The patient's medical history included multiparous and multiparous. Concurrent conditions included postpartum state, dysmenorrhea and dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("spotting"), amenorrhoea ("no periods"), joint swelling ("swelling of her ankles, feet and hand"), peripheral swelling ("swelling of her ankles, feet and hand"), malaise ("she was not feeling well"), investigation noncompliance ("did not return for hsg at 3 months"), uterine cyst ("cystic mass endometrium"), discomfort ("discomfort"), menometrorrhagia ("heavy and irregular menstrual cycle"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, menometrorrhagia and abdominal pain had resolved and the genital haemorrhage, amenorrhoea, weight increased, joint swelling, peripheral swelling, malaise, investigation noncompliance, uterine cyst, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for amenorrhoea, genital haemorrhage, investigation noncompliance, joint swelling, malaise and peripheral swelling with essure. The reporter considered abdominal pain, discomfort, dysmenorrhoea, dyspareunia, menometrorrhagia, pelvic pain, uterine cyst and weight increased to be related to essure. The reporter commented: trailing coil 3-5 either sides. Discrepancy about essure removal mentioned as per mr : (B)(6) 2017 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.